Manufacturer narrative:
Investigation is ongoing. (B)(4).

Event description:
During preparation of a 26mm sapien 3 valve after rinsing per protocol before removing the valve from the cage, a black speck/discolored flake on one of the leaflets was noted. It was decided not to use the valve and set aside for return to edwards for inspection. Another 26mm sapien 3 valve was used and the procedure was completed without any complications.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation. Visual inspection confirmed presence of a black particulate on the inflow of a leaflet. Material analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). Results scan from ftir indicated an approximate match for poly (ethylene) material. A device history record review did not reveal any manufacturing issues related to particulate contamination. Sapien 3 valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirements. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. Additionally, 100% visual inspections mitigate against the potential for particulates/fiber on the valves before holder and after holder attachment under 8x magnification. A manufacturing walkthrough was also performed in order to determine if the aforementioned poly (ethylene) particulate could have originated at edwards. Engineering confirmed that the hvc cleanroom where sapien 3 valves are manufactured is free of black poly (ethylene) materials. A review of manufacturing processes noted that all valves are inspected with 8x magnification and checked for particulate and inspected again with the unaided eye prior to final packaging of the valve. Engineering is unable to conclude whether or not the source of the particulate is from the cleanroom manufacturing environment at this time. In this case the complaint for particulate contamination was confirmed, but no manufacturing non-conformities were found in the returned sample. The evaluation of this complaint provided no evidence that the particulate came from the manufacturing process at edwards lifesciences. At this time, there is insufficient information to determine root cause. It also cannot be determined if the contaminant originated from the hospital setting. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.